Event description:
A healthcare professional reported that toric axial angle was displayed exceeding at ten degrees at the time of implantation of intraocular lens in the right eye during refractive surgery.the procedure was completed on the same day. There was no patient harm.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).